Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure ¿error code e931" was not confirmed and the other failure "pink light" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. Based on the results of the investigation, it is likely the following led to the malfunction: due the video cable was broken the code selected is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope displayed error code e931 and pink light. There were no reports of patient harm.